Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient reported his blood glucose reached greater than 500 mg/dl. He ran a fever, was nauseous, dizzy and vomiting. So his wife took him to the hospital and upon arrival he was diagnosed with diabetic ketoacidosis and a urinary tract infection. They placed him on an insulin drip. He stated that his healthcare provider was not able to get his urinary tract infection under control. The pod was removed and discarded. He stays in the hospital for 3 days before being released.